Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the biomedical department of the hospital takes care of all the maintenance on the equipment at the customer facility. The chief perfusionist communicated that the cost of the repair was to great so they took the device out of service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d converter during procedure. There was no report of patient injury.

Event description:
See initial report

Manufacturer narrative:
H.10: this type of error can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (a/d-converter); - a defective dc/dc board. The involved gas blender was manufactured in 2008 and according to the analysis of the complaints database no further events have been reported in the past. Based on the available information, no service activity has been scheduled yet for this device. Since the unit could not be checked on site, the root cause of the reported event could not be established and remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.